Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-comformances. When the device was returned to mmdg for investigation, it operated as expected. The pump history was reviewed and found that the pump was alarming low battery as expected before shutting down. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that pump was intermittently shutting down without alarming. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. [(B)(4)].

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-comformances. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that pump was intermittently shutting down without alarming. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4).